Event description:
It has been reported to us that the physician opened the diagnostic catheter for the case and the tip area cracked at the proximal sidehole and came off into the physician's hand. This device has been discarded.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted.